Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis, instructs the following: for trunk-ipsilateral leg endoprosthesis utilizing 18 fr x 30 cm or 20 fr x 30 cm introducer sheaths, withdraw the introducer sheath to the light colored shaft marker on the delivery catheter for deployment of the trunk ipsilateral leg component. According to the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis; adverse events that may occur include, but are not limited to: endoleak, vascular spasm or vascular trauma (e.g., ilio-femoral vessel dissection, bleeding, rupture, death). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. The trunk ipsilateral leg component was advanced into position via a gore® dryseal flex introducer sheath; however when deployed, the introducer sheath had not been completely withdrawn back to the light colored shaft marker on the delivery catheter and the ipsilateral leg deployed within the sheath. The physician then chose to cannulate the contralateral gate with the sheath still in place but met with difficulty due to the narrowness of the date due to patient anatomy. After multiple attempts, successful cannulation of the gate was achieved and the delivery catheter was removed from the patient. The physician then cut the trailing end of the (locking mechanism) of the dilator of the sheath and inserted it from the trailing and pushed the ipsilateral leg out of the sheath and successfully deployed in the left common iliac artery. Post deployment of all the devices touch up angioplasty was performed throughout the entire system with a gore® molding & occlusion balloon. Final angiography was performed and identified a type ii endoleak and a dissection immediately proximal to the trunk. A gore® aortic extender component was implanted proximally to extend coverage and treat the dissection. At the conclusion of the procedure a slight dissection remained. The physician reported that the dissection may have been caused by calcification in the patient's proximal neck, touch up angioplasty and the complications associated with the ipsilateral leg deployment. The patient tolerated the procedure and will be monitored by the physician.